Event description:
Customer claims that the motion detector randomly triggers the pager. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the unit battery connector has a broken black wire. The alarm has no power. (B) (4).